Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "breast deformity". This record is for the right side. Device was explanted.

Manufacturer narrative:
Clarification to b3: partial date of 2025 provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture. Device photo evaluation: analysis of the received photograph(s): -rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.